Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
New information received noted device was explanted and replaced on (B)(6) 2025. Patient condition was unknown.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Device was at end of service (eos) level upon receipt. Visual inspection of the header did not find any anomaly related to the field concern. Review of the device image indicates auto-capture was enabled consistent with the false elective replacement, and end of service alerts triggered. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical analysis performed indicated normal functionality. Further evaluation including battery assessment at various pulse amplitude found normal current level and no indication of premature depletion detected. Longevity assessment was performed, based on average drain current, and the device exceeded projected longevity indicating normal battery depletion.